Event description:
It was reported that there were concerns the pacemaker was experiencing premature battery depletion (pbd). It was noted that the recommended safe replacement interval is 90 days. The device was explanted and replaced. No additional adverse patient effects were reported.